Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed self-test for defib, inappropriately shut down and then the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report of no power up was verified and the front enclosure was replaced to remedy the report. The customer's report of failed defib self test was observed during review of the device data logs. However, the device was put through extensive testing including full functional tsting, defib cycling, and defib shock testing without duplicating the report. The processor/bridge/pace board was replaced as a precaution. The customer's report of device inappropriately shut off was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the log does show a single instance of a device reset. However, a single reset does not necessarily indicate a device malfunction. By design, when the device encounters an internal error, the device will initiate a power cycle in an attempt to clear the error. Analysis of reports of this type has not identified an increase in trend.